Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc on (B)(6) 2014 to report low suction while using the purely yours breast pump. Customer uses this pump exclusively to express her breast milk since baby does not directly nurse. Customer reports breasts never feel drained and are left full of milk after pumping. Customer sought medical advice for unilateral left breast mastitis on (B)(6) 2014. Customer was prescribed a 10 day course of oral antibiotics and rented a hospital grade breast pump to resolve the breast infection. Customer was hospitalized for 24 hours on (B)(6) 2014, 2 days after starting oral antibiotics due to poor resolution of mastitis infection on this medication. Customer was administered intravenous antibiotics and fluids to resolve infection.

Manufacturer narrative:
Product was evaluated for evidence of allegation. The returned ameda purely yours breast pump met ameda specifications for both suction and speed, and passed visual inspection standards. No evidence of malfunction was observed.